Event description:
It was reported that the malfunction code ¿malf 0¿ appeared on the device, requiring assistance to reset the pump. There was no reported impact to the customer¿s blood glucose level, as specific values were not provided and it was declined to answer whether levels exceeded 500 mg/dl. Customer received pump reset information from technical support and successfully reset the pump, with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support should the issue reoccur.